Event description:
It was reported that the customer's insulin pump alarmed button error and some fluid noticed behind the display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip. No moisture damage on the lcd board or electronic assembly.